Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. Analysis was unable to perform the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The insulin pump was also received with corrosion on the motor and force sensor. No moisture damage was found on the keypad assembly. The insulin pump was received with scratched case, case cracked behind the pump near the battery compartment, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was 8.6 mmol/l at the time of incident. The insulin pump was returned for analysis.